Event description:
Related manufacturer reference number:3006705815-2022-15205. It was reported the patient experienced ineffective therapy due to lead migration. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein one lead was repositioned and the other lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.